Event description:
Caller reported a malfunction on the pump, specifically displaying malf 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code appears again and acknowledged the instructions. No additional information about previous malfunctions was available despite reviewing log reports.